Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/03/2018 that the display device showed a transmitter failed error on (B)(6) 2018. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. A review of the downloaded data log did not confirm the reported event of a transmitter failed error. A probable cause could not be determined. No additional patient or event information is available.